Manufacturer narrative:
Pump failed to power up due to moisture damage to the electronic devices noted. The test reservoir was able to lock in place.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the screens, upper right corner to reservoir compartment and damaged battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.